Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial lead had a confirmed fracture at the suture tie down site. The lead had exhibited high impedance and high threshold and was programmed off prior to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.